Event description:
Consumer complaint of low blood results. Expected blood glucose results (fasting / before meals / after meals) range from 105 to 140 mg/dl. Test strip lot manufacturer's expiration date is 02/26/2015. Customer is comparing results from meter to his undisclosed old meter (listed below): based on the customers expected results (140) and the lowest result in memory (66), the complaint is reportable (zone b/c). No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2013). Most likely underlying root cause: user had an inaccurate reference.